Manufacturer narrative:
The customer did not provide any patient demographics information (age, date of birth, gender and weight) for this event. (B)(6). The customer performed a glucose reproducibility test and obtained a percent coefficient variation (%cv) that is outside of specification due to high glucose flier. The customer also provided quality control (qc) data for analysis and a review indicates that precision is out of specifications for multiple assays. Beckman coulter attempted to request additional data associated with this event from the customer but was not provided. In conclusion, the cause of the event is unknown.

Event description:
The customer reported observing variation of patient results and quality control recoveries for glucose, cholesterol, urea, and other assays run on the au480 clinical chemistry analyzer. The customer stated that erroneous results were subsequently repeated prior to reporting the results out of the laboratory. Erroneous patient results were not reported out of the laboratory and there was no report of any change or affect to patient treatment in connection with this event. The customer attempted to troubleshoot the issue but indicated that the problem was not resolved.